Manufacturer narrative:
(B)(4). Date sent: 02/24/2021. D4: batch # u5dz66. H6: component code = mechanical (g04). Additional information was requested, and the following was obtained: were there any patient consequences? Unknown, but the surgeon said operation itself was ended without any problem. Per photographic evaluation: during the visual analysis of two photos, the following was observed: the firs photo shows a device from trigger area and a person press the trigger of the device and the spring could not be observed. The second photo show a device from trigger area and a spring was observed between the trigger and handle. Based on the photos the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. It should be noted that product failure is multifactorial. No conclusion could be reached as to how the spring firing trigger became out of position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon felt the feeling of echelon stapler at its trigger firing was different from regular times. It seemed that the firing itself and staple formation were not that much of an issue but it seemed to us that it all started with the issue of the surgeon's abnormal feeling of the trigger. After we have looked at the returned stapler, we found the metal spring has been dislodged compare to the new one we brought to check the differences in spring location. Even though the stapler worked normally in the surgery, but we inquire about any possibilities of the spring dislodgement and what kind of prevention action we could have for this issue. It is unknown if there were patient consequences.